Manufacturer narrative:
Insulin pump had no button response due to flatten down arrow button dome switch. Insulin pump had to perform the operating current test due to button and keypad anomaly. No unexpected high pitch tone, audio and beep anomaly or screen anomaly noted. Insulin pump received with cracked reservoir tube lip, minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump keypad unresponsive and would not stop alarming. Customer's blood glucose was 218 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.